Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share logs was performed and the allegation was not confirmed.

Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In a addition, a transmitter failed error was found on a separate date 12/03/2019. No injury or medical intervention was reported.